Event description:
The customer reported that their pump screen was dark and would not turn on. There was no reported impact on the customer¿s blood glucose level, as the customer declined to provide their blood glucose value. The customer followed instructions from technical support to troubleshoot the issue, but the pump did not turn on, leading to technical support arranging a replacement pump. The customer was advised to allow the battery to fully deplete before returning the pump and agreed to send it back within ten days using a pre-paid label. No backup insulin therapy was available, and the customer planned to contact their healthcare provider.